Event description:
It was reported by the customer's mother, that the customer had blood glucose levels between 264mg/dl and 400mg/dl. Partial troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.